Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon functional testing, the fse identified that battery indicator was in green and wi-fi indicator in red, which confirmed the wireless connectivity issue. The defective parts wireless footswitch and base station were returned for analysis. The analysis of wireless footswitch concluded that the pedals 5 and 6 were not working and there were several mechanical defects in the footswitch, but the failure analysis of base station couldn¿t conclusively be determined by the part analysis however, replacement of wireless footswitch and the base station by the fse resolved the issue and restored the functionality of the system. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that the wireless foot switch lost its wi-fi connection. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.